Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and attempting to inflate the device. Water was leaking from the shaft of the catheter, but the balloon had no damage. There is a puncture hole at the proximal balloon weld which was measured, the hole was most likely to have occurred due to the handling of the device at the hospital. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient's status was good.